Event description:
MFR received a letter from attorney alleging that while his client was walking to the bathroom in client's home with the aid of the crutches, the handle on the right crutch broke, causing client to fall to the floor, injuring the right knee, requiring surgery.